Manufacturer narrative:
The lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Further, this right atrial (ra) lead was also dislodged. There were no additional adverse effects reported. The product was explanted.